Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. It was also received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was advised to reset the device and change the battery. Blood glucose value was 57 mg/dl. The issue was not resolved after the 10 hour reset and battery change. The insulin pump was replaced and returned for analysis.